Event description:
Drug/diluent: 5fu. Fill volume: 248 ml. Flow rate: 5 ml. Procedure: unk. Cathplace: unk. Pump delivered 5fu into a pt in 24 hours instead of 48. Stat date/time of infusion: (B)(6) 2011. End date of infusion: (B)(6) 2011. Pt is fine with no complications.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Product pending receipt. Conclusions: a follow-up report will be filed when investigation has been completed. I-flow provides a "caution" on its dfu which states the following: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate. Filling the pump more than nominal results in slower flow rate. Temperature will affect solution viscosity, resulting in shorter or longer delivery time. The easypump lt flow restrictor (located distal to the filter) should be close to, or in direct contact with the skin (31 degrees celsius/88 degrees fahrenheit) and the tubing should be under the pts clothing. If the easypump lt is used with the flow restrictor at room temperature (20 degrees celsius/68 degrees fahrenheit), delivery time will increase approx by 25%.